Manufacturer narrative:
(B)(4). As no lot number was provided, the device history records could not be reviewed. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during a procedure the surgeon screwed in the mcr screw by hand and noticed on an x-ray taken, before starting the closure of the surgical wound, that the distal end of the screw was missing due to screw fracture. The surgeon was able to remove the screw and the fragment and completed the surgery using a competitor's product.

Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. DHR-review: as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend considering the following event is identified: screw fractured. Event description: it was reported that during a procedure on the left foot the surgeon screwed in the microcan ti-screw by hand and noticed on the intraoperative x-ray that the distal end of the screw was missing. The surgeon was able to remove the screw and the fragment and completed the surgery using a competitor's product. Review of received date the intraoperative x-ray has been received. However, due to the low quality of the picture, no further analysis can be done. Devices analyis: visual examination: the screw and the fractured off part have been received. The screw has a length of 18mm, which means that 12mm is missing. The fractured off part seems to have "wound up". The torx is deformed. See pictures attached. Measurements: the cannulation of the screw has been measured using test pins. The pin with an outer diameter of 1.0mm could be inserted into the cannulation, whereas the 1.1mm test pin could not be inserted. Therefore it can be confirmed that the cannulation is according to the specification of ø1 +0.1/0 mm as defined in the product drawing. Material analysis: the material has been analyzed by zimmer biomet's material research. The microstructure of the material was found to be a very fine alpha+beta titanium, therefore the correct use of the raw material ti6al4v can be confirmed with the highest probability. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis: root cause determination using sap rmw # 317451, rev 0: breakage of implant due to lack of adequate strength. Not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of instrument due to inadequate design for intended performance. Not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Breakage of implant due to explanted implant is used for new implantation surgery possible, as it cannot be excluded based on the available information that the screw has been reused. Damage of implant / jammed implant (screw) due to wrong design of the various screws. Not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Damage implant, damage the screwdriver, damage the depth gauge due to wrong design of the various tray of various screw system. Not possible a systematic issue with design would have been detected as part of the issue evaluation assessment. Malfunction, insufficient device performance or durability due to 1) user´s disregard of manufacturer´s recommendation 2) use error (slips,lapses, mistakes, reasonably foreseeable misuse) 3) abnormal use beyond risk control. Possible, as it cannot be excluded based on the available information. Failure of surgery due to use of the device not compliant with defined indications. Not possible there is no idication for an off-label use. Failure of surgery due to wrong selection of components or use in combination with device outside the system. Not possible there is no idication for an off-label use. Wrong alingment due to image intensifier is not used. Not possible, as it is reported that the drill depth has been determined with image intensifier. X-ray available. Screw insertion problems due to users choose wrong drill depth. Possible, as it cannot be excluded based on the available information. Conclusion summary: it was reported that the screw fractured while screwing it into the bone. The manufacturing documents could not be reviewed, as the lot number of the device remains unknown. However, the dimensional as well as microstructural analysis indicate that the product met all specifications to perform as intended. No further similar events have been reported for this part number. The deformed torx indicates that excessively high torque forces might have been applied on the screw during its insertion, leading to the fracture. Moreover, the quality (i.e. Density) of the patient's bone might have also caused or contributed to the reported event. However, based on the available information, no exact root cause could be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).